Event description:
Vaccine administered to a 12-month-old using the 25 g 5/8 inch bd safetyglide needle. After administration the nurse withdrew the needle and engaged the safety device, the needle became dislodged from the base on the needle/safety mechanism. No harm to the patient occurred. Reporting for safety risk for staff and the patient. No harm occurred to staff.